Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit would internally dump charging energy during a test of the advisory feature for a "shock advised" event. When placed in manual mode operations, the device was able to fully charge to selected energy values however, the biomed observed a "poor pad contact" message and could hear electrical arcing sounds when charging energy increased above 300 joules. After a "charge ready" state was achieved and a ready tone was issued, the message would cease and the device would properly discharge. The complainant indicated that there was no patient involvement in the reported malfunction.